Event description:
Caller states, the pt tested 2.7 inr on the coaguchek system and 7.8 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.